Event description:
The customer called and reported the drive support cap was loose and sticking out from the side of the insulin pump. Customer's blood glucose was reportedly within normal range. Customer was advised the device would be replaced, but it will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.